Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed several troubleshooting procedures including replacing the vacuum lines, replacing nozzles 3 and 4, and cleaning of the remaining nozzles. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the architect c4000 system. Labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration, and erratic sample results. Based on the investigation no systemic issue or deficiency of the architect c4000 system list number 02p24-40 serial (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed calcium results generated on the architect c4000 instrument for four patients. The following data was provided: patient #1 initial result 2.9 mg/dl, repeat result 8.5 mg/dl; patient #2 initial result 4.4 mg/dl, repeat result 9.0 mg/dl; patient #3 initial result 3.0 mg/dl, repeat result 8.4 mg/dl; patient #4 initial result 4.0 mg/dl, repeat result 9.4 mg/dl. No impact to patient management was reported.